Event description:
It was reported that a patient presented remotely via merlin.net. Upon examination, the patient's implantable cardioverter defibrillator was found to have exhibited over-sensing of noise, resulting in inappropriate automatic mode switch. No intervention was reported. The patient was stable throughout.